Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Imagery was provided by the site and reviewed, and the following was observed; one (1) strut bent at inflow and exposed through sheath. The patient's access vessels had presence of tortuosity and calcification. The returned device was visually examined for any abnormalities and the following was observed; the crimped valve had one (1) bent outward at the inflow side. The post-expanded valve had a bent strut corrected after expansion and is exposed through skirt under c2, and frame is distorted/canted. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The complaint for frame damage was confirmed based on returned device evaluation and provided imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in imaging evaluation. As reported, 'the surgical team was unable to advance the valve due to the patient has calcified iliac anatomy.' Per imagery review, tortuosity and calcification were observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 corrected.

Event description:
As reported by the fcs, during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the surgical team was unable to advance the valve due to the patient has calcified iliac anatomy. The team discovered a bent tine in external iliac. We removed all equipment and upsized to a 16fr esheath. The valve went through without any force and was deployed. The sheath was pulled back and the suture-mediated closure and repair system deployment was attempted. The angio showed extravasation as well. Upon follow up, the fcs advised that there was no damage to the sheath prior to the bent tine causing the tear in the sheath and a small portion of the sapien coming through. The fcs was unable to confirm if the vessel was perforated or dissected, "they aren't the vessel" and eventually did repair. The injury occurred with the first sheath and was not caused by the suture-mediated closure and repair system.

Event description:
As reported by the fcs, during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the surgical team was unable to advance the valve due to the patient has calcified iliac anatomy. The team discovered a bent tine in external iliac. We removed all equipment and upsized to a 16fr esheath. The valve went through without any force and was deployed. The sheath was pulled back and the suture-mediated closure and repair system deployment was attempted. The angio showed extravasation as well. Upon follow up, the fcs advised that there was no damage to the sheath prior to the bent tine causing the tear in the sheath and a small portion of the sapien coming through. The fcs was unable to confirm if the vessel was perforated or dissected, "they aren't the vessel" and eventually did repair. The injury occurred with the first sheath and was not caused by the suture-mediated closure and repair system.

Manufacturer narrative:
Investigation is ongoing.